Event description:
It was reported in a literature article that type 3a endoleaks occurred on a zenith aaa endovascular graft bifurcated main body and a zenith flex aaa endovascular graft right iliac leg two years after an endovascular abdominal aortic aneurysm repair (evar) procedure. A (B)(6) male patient arrived at the emergency department with acute abdominal pain, symptoms of left leg ischemia, and decreased hemoglobin levels. His past medical history included an asymptomatic 12-cm infrarenal aaa treated with a bifurcated stent graft 2 years ago. The patient was stable with a pumping mass in his abdomen. An urgent ultrasound (u/s) and a computerized tomography (CT) scan revealed an aneurysm sac growth of approximately 13 cm, a double type iiia endoleak due to the disconnection of both limbs from the main body which caused left leg thrombosis, and a late type ii endoleak from the inferior mesenteric artery (ima). After the open exposure of both common femoral arteries and the left brachial artery, a competitor's bridging limb extension was inserted into the right leg using a snare. Two aortic cuff endografts were implanted in the main body to close the ostium of the left leg. A femorofemoral bypass was performed from the right to the left common femoral artery to reperfuse the left leg. After that, a digital subtraction angiography (dsa) revealed that a branch of the right common iliac artery was feeding the sac and was determined to be responsible for the type ii endoleak. The right common iliac artery was embolized using a microcatheter which was inserted between the body of the limb and the artery wall. The procedure was successful, and the patient remained stable. This report captures the type 3a endoleaks on the main body and right iliac leg. The type 3a endoleak and thrombus on the left iliac leg mentioned in this event are also reported under patient identifier (B)(6). No other adverse effects were reported for this incident.

Manufacturer narrative:
Citation: theodoridis, p. G., staramos, d. N., ptochis, n., davos, c. H., dodos, I., iatrou, n., potouridis, a. G., argitis, v., antoniadis, p., & dervisis, k. (2019). Combined type iii and type ii endoleaks after endovascular aneurysm repair: presentation of 2 cases and a literature review. Annals of vascular surgery, 55, 308.e5¿308.e10. Link: https://doi.org/10.1016/j.avsg.2018.06.028. Additional device name: zenith flex aaa endovascular graft iliac leg. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Investigation ¿ evaluation. On 09feb2022 cook became aware of a report by a physician at (B)(6) hospital of (B)(6) in greece regarding the complaint devices tffb (rpn: unknown, lot: unknown) and zsle (rpn: unknown, lot: unknown). The reporter stated that a patient presented with type 3a endoleak. The procedure to repair the problems caused by the separation of graft components from the main graft body was successful, and the patient remained stable after the procedure. Reviews of the documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) could not be conducted due to the lack of lot information provided. As there are adequate inspection activities established in the dmr, it was concluded that there is no evidence that nonconforming product exists in house or in field cook also reviewed product labeling. The product instructions for use (IFU) (t_zaaaf_rev5) states the following in consideration of the reported failure mode: 4 warnings and precautions: ¿ 4.2 patient selection, treatment and follow-up - "key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length;) and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." ¿ 4.4 device selection: - "strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 and 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." ¿ 4.5 implant procedure: - "inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." 5 adverse events: ¿ 5.2 potential adverse events - "adverse events that may occur and/or require intervention include, but are not limited to: -- endoleak -- endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion" 11 directions for use ¿ anatomical requirements - "iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity should be compatible with vascular access techniques and accessories. - iliac artery distal fixation site should be greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." ¿ 11.1.8 contralateral iliac leg placement and deployment - "3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until the iliac leg graft overlaps at least one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the contralateral limb of the main body." ¿ final angiogram: - "1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. - 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. - note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. - 3. Repair vessels and close in standard surgical fashion." 12 imaging guidelines and postoperative follow-up: ¿ 12.4 ultrasound - "ultrasound imaging may be performed in place of contrast CT when patient factors preclude the use of image contrast media. Ultrasound may be paired with non-contrast CT. A complete aortic duplex is to be videotaped for maximum aneurysm diameter, endoleaks, stent patency and stenosis." ¿12.6 additional surveillance and treatment: - "additional surveillance and possible treatment is recommended for: - aneurysms with type I endoleak - aneurysms with type iii endoleak - aneurysms enlargement, >/- 5mm of maximum diameter (regardless of endoleak status) - migration - inadequate seal length" the product instructions for use (IFU), [t_zaaasz_rev4] ¿zenith® spiral-z aaa iliac leg with the z-trak¿ introduction system¿, provides the following information to the user related to the reported failure mode: 4 warnings and precautions: 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up: ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.4 device selection ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ appropriate procedural imaging is required to successfully position the zenith spiral-z aaa iliac leg and assure accurate apposition to the vessel wall. ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events: 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ endoleak 8 patient counseling information: ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 11 directions for use: 11.1 zenith spiral-z aaa iliac leg system 11.1.7 molding balloon insertion 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram: 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12 imaging guidelines and postoperative follow-up: 12.1 general ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.2 additional surveillance and treatment additional surveillance and possible treatment is recommended for: ¿ aneurysms with type I endoleak evidence provided by the complaint facility, complaint history, manufacturing documents, and verification testing suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could not be established. Endoleak is a known inherent risk of device use per the IFU. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.